Manufacturer narrative:
Additional information was received from the customer stating: it was not noticed that the invasive pressure sensor had become disconnected from a patient requiring monitoring. No alarm was triggered. An on-site visit was performed. After reviewing the logs, it could be confirmed that the art catheter disconnect alarm was configured to "off". The IFU states that this alarm can be configured to high (default), or off. When it is configured to off, the user will not get a visual or acoustic alarm during a disconnect. This is the root cause for why there was no alarm for ibp triggered at the bedside and central station. Therefore there was no device failure.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that during patient monitoring, the monitoring device did not alarm for ibp. The patient died.